Event description:
The user stated the pharmacist questioned a vancomycin result of 51.5 ug per ml for one pt sample since the pt's last result was 21.5 ug per ml and no add'l dose had been given. The user changed the sample diluent and reran the sample in question with results of 20.6 and 20.7 ug per ml. The pharmacist stated this result is what he expected. The original result had been reported to the floor. The supervisor stated "the pt did not receive inappropriate treatment based on the incorrect result and needed treatment was not withheld based on the incorrect result". The field service rep could not determine a cause. He performed a workstation accuracy check, check test and fp check with all result within specifications. The user performed qc with acceptable results.